Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, the health hazard analysis and the system use and misuse analysis. The DHR (device history review) for sterrad nx sterilizer (serial number (B)(4)) shows that the system met all specifications at the time of release for shipment, and there were no issues related to this failure mode. The service and complaint history for the sterrad nx sterilizer did not reveal a trend for allergic reaction /symptom failures. Trending analysis found no significant trend for hr-allergic symptom complaints on the sterrad nx product line from (B)(4) 2009 through(B)(4) 2010. There was one upward spike noted in (B)(4) 2010. As this is an isolated incident, and the ucl changes monthly, this is not considered significant. The hhe (health hazard analysis) was reviewed relating to the issue of odor/smells. The hhe health index was considered none/negligible risk. The hhe (health hazard analysis) was reviewed relating to the issue of haze/oil mist. The hhe health index was considered low risk. The shuma (system use and misuse analysis) was reviewed relating to the issue of haze/oil mist. The shuma's adjusted risk was considered "as low as reasonably practicable" (alarp). There were no parts returned for investigation of the report. The unit was assessed after this event and no problem was found with the sterrad nx unit. The root cause of this report could not be determined.

Manufacturer narrative:
Evaluated by mfg: an asp field service engineer (fse) was dispatched to the facility to perform and onsite assessment of the sterrad nx. The fse verified that there was no oil mist or smells coming from the catalytic converter. The fse ran an empty chamber test. The fse verified that the system meets manufacturers specification. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2010-00228 and 2084725-2010-00230.

Event description:
A customer reported that two healthcare workers (hcw) reported symptoms of rash after working around the sterrad nx system. The customer could not confirm if the room is calibrated for ten air exchanges per hour. The healthcare worker did not seek medical attention. The hcw was not wearing ppe. An asp field service engineer was dispatched to assess the unit onsite. This report is for the healthcare worker who experienced the rash on her left arm. This is report one of two.